Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. In addition, it was reported that the customer experienced a "high" blood glucose (bg) level, no actual value was provided. Reportedly the customer was due to change the cartridge, but waited for the contact to change out the change. Customer delivered a correction bolus to address high bg.